Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Blood glucose was not impacted. The issue was resolved by performing a supply change.